Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again, which customer acknowledged and understood.